Event description:
Hcp reported the device was removed because it was not functioning. Hcp also reported this was secondary to adhesions. The devcie was not returned to the MFR for analysis. Follow-up report will be sent when additional information is received.